Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two uromax ultra dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two uromax ultra dilatation balloons were used in the ureter during a flexible ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during preparation, the first balloon burst. Reportedly, a second balloon was used and the device would not inflate due to a leak noted on the balloon. The procedure was completed with the third uromax ultra device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.